Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier menstruation. Essure was removed together with both fallopian tubes. This event is listed in the reference safety information for essure. Menses pattern changes may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was required. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) when essure was inserted. On unspecified dates the consumer experienced heavier menstruation, serious because the event resulted in disability, bleeding between periods, kidney disorder, urinary tract disorder, pain during ovulation, tiredness, memory loss, concentration problems, and vaginal secretion. Impairment of social activities and happiness (including burnout) was mentioned. The consumer contacted a doctor. Control position of essure was performed (results not provided). Essure was removed on (B)(6) 2016 together with both fallopian tubes. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier menstruation. Essure was removed together with both fallopian tubes. This event is listed in the reference safety information for essure. Menses pattern changes may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.